Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; the analyst noted that the only damage found that may have been considered insulation damage is the cautery melt of the overlay tubing, which by design, is not considered insulation, and a breach would not affect electrical performance. Proximal segment returned and analyzed.